Event description:
Patient underwent an avr on (B)(6) 2009 and this trifecta 23mm valve was implanted. Co-morbidities included essential hypertension and obesity. On (B)(6) 2017 the patient underwent explant of the valve due to prosthetic valve stenosis. The replacement valve was a carpentier-edwards perimount 23mm. At the time of re-do avr, the patient underwent patch graft of the aorta-mitral junction and decalcification of the anterior mitral leaflet. Per report the patient was included in a monocentric study (ID 060-ri-do-f). Additional information is requested.

Manufacturer narrative:
Product evaluation: an event of stenosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.